Event description:
This is filed to report difficulty deploying the clip. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. One xtw mitraclip was successfully implanted (20822r1080). A second clip (20826r1044) was advanced and placed in the patient. During deployment, it was difficult to remove the clip from the clip delivery system (cds). Troubleshooting was performed and was successful. The clip was deployed and a third clip (20324r113) was then prepared for implant. It was noted that the third clip detached from the cds as soon as it entered the left atrium. The clip was still attached to the lock line. Subsequently, the physician pulled the cds and clip back into the right atrium and performed a femoral vein cutdown to remove the clip. The procedure was then concluded with a resulting mr of grade 2. This issue reportedly caused a clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the reported difficult or delayed activation associated with the difficult in separating the clip and cds appears to be due to procedural circumstances (user technique of deployment; tension on the clip or cds). There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.